Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was offered high blood glucose troubleshooting but declined. The customer reported via phone call indicating that the insulin pump alarm unexpected restart, external ram crc error and failed battery test. Customer's blood glucose at time of incident was 200 mg/dl. After the troubleshooting was done, customer was advised to monitor pump and we will ship a replacement battery cap.